Event description:
This event was reported as leaking at commissure level, 2+ mitral regurgitation noted on transesophageal echocardiogram. Pt expired in ICU after replacement with st jude valve, due to extended pump time. Dr attempted to repair leaks with sutures when atrium started to tear; valve was explanted. No further info was provided.